Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included adenomyosis, endometriosis, pelvic seroma, uterine cervix stenosis, uterine bleeding, uterine fibroids, pelvic peritoneal adhesions and obesity. Concomitant products included amlodipine and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), fatigue ("fatigue") and device expulsion ("the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal") and was found to have weight increased ("weight gain/loss - weight gain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections") with vaginal discharge, uterine cervix stenosis ("cervical stenosis"), ovarian cyst ("bilateral ovarian cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy and unilateral oophorectomy, total abdominal hysterectomy; removal essure, right tube and left, ablation, surgical destructionof uterine lining and novasure endometrial ablation, surgical destruction of uterine lining). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, uterine cervix stenosis, ovarian cyst, weight increased and abdominal pain had resolved and the menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection and fatigue was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, pelvic pain, uterine cervix stenosis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: most of the injuries and symptoms have mostly resolved, though some remains. Current weight 242 lbs.missed around 65 days between 2009-2013. Experiencing severe dysmenorrhea during menstruation cycle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, pelvic pain, dysmenorrhea, menorrhagia, device expulsion, uterine cervix stenosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: pfs received. Event weight gain/loss - weight gain pt updated. Event abdominal pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included adenomyosis, endometriosis, vaginal cuff dehiscence and uterine cervix stenosis. Concomitant products included amlodipine and tramadol. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), fatigue ("fatigue"), device expulsion ("the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal") and weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections") with vaginal discharge, uterine cervix stenosis ("cervical stenosis") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy and unilateral oophorectomy) and surgery (ablation, surgical destruction of uterine lining). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, device expulsion, weight fluctuation, uterine cervix stenosis and ovarian cyst had resolved and the menorrhagia, menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection and fatigue was resolving. The reporter considered abdominal pain lower, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, pelvic pain, uterine cervix stenosis, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: most of th injuries and symptoms have mostly resolved, though some remains. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. Events per pfs: abnormal bleeding (vaginal), the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal, weight gain, weight loss, severe cervical stenosis, bilateral ovarian cysts and essure confirmation test not done. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included adenomyosis, endometriosis, pelvic seroma, uterine cervix stenosis, uterine bleeding, uterine fibroids and pelvic peritoneal adhesions. Concomitant products included amlodipine and tramadol. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), fatigue ("fatigue"), device expulsion ("the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal") and weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections") with vaginal discharge, uterine cervix stenosis ("cervical stenosis") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (total abdominal hysterectomy; removal essure, right tube and left), surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy and unilateral oophorectomy), surgery (novasure endometrial ablation, surgical destruction of uterine lining) and surgery (ablation, surgical destruction of uterine lining). Essure was removed on (B)(6)2014. At the time of the report, the salpingitis outcome was unknown, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, device expulsion, weight fluctuation, uterine cervix stenosis and ovarian cyst had resolved and the menorrhagia, menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection and fatigue was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, pelvic pain, uterine cervix stenosis, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: most of th injuries and symptoms have mostly resolved, though some remains. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, pelvic pain, dysmenorrhea, menorrhagia, device expulsion, uterine cervix stenosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salppingitis"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included adenomyosis, endometriosis, pelvic seroma, uterine cervix stenosis, uterine bleeding, uterine fibroids, pelvic peritoneal adhesions and obesity. Concomitant products included amlodipine and tramadol. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), fatigue ("fatigue"), device expulsion ("the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal") and weight fluctuation ("weight gain/loss"). On (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections") with vaginal discharge, uterine cervix stenosis ("cervical stenosis") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (total abdominal hysterectomy; removal essure, right tube and left), surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy and unilateral oophorectomy), surgery (novasure endometrial ablation, surgical destruction of uterine lining) and surgery (ablation, surgical destructionof uterine lining). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device expulsion, weight fluctuation, uterine cervix stenosis and ovarian cyst had resolved and the menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection and fatigue was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, pelvic pain, uterine cervix stenosis, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: most of th injuries and symptoms have mostly resolved, though some remains. Current weight 242 lbs. Missed around 65 days between 2009-2013. Experiencing severe dysmenorrhea during menstruation cycle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, pelvic pain, dysmenorrhea, menorrhagia, device expulsion, uterine cervix stenosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received. Outcome of event menorrhagia was updated from recovering / resolving to recovered/ resolved. Concomitant disease was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salppingitis"), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included vaginal haemorrhage and menorrhagia. Concurrent conditions included adenomyosis, endometriosis, pelvic seroma, uterine cervix stenosis, uterine bleeding, uterine fibroids and pelvic peritoneal adhesions. Concomitant products included amlodipine and tramadol. On 11-dec-2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), fatigue ("fatigue"), device expulsion ("the right-sided essure coil was identified and thought to be in the lower uterine segment and entering the cervical canal") and weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections") with vaginal discharge, uterine cervix stenosis ("cervical stenosis") and ovarian cyst ("bilateral ovarian cysts"). The patient was treated with surgery (total abdominal hysterectomy; removal essure, right tube and left), surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy and unilateral oophorectomy) and surgery (ablation, surgical destructionof uterine lining). Essure was removed on 3-mar-2014. At the time of the report, the salpingitis outcome was unknown, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, device expulsion, weight fluctuation, uterine cervix stenosis and ovarian cyst had resolved and the menorrhagia, menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection and fatigue was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, pelvic pain, uterine cervix stenosis, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: most of th injuries and symptoms have mostly resolved, though some remains. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, pelvic pain, dysmenorrhea, menorrhagia, device expulsion, uterine cervix stenosis, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received, reporters added. Ethnicity added. Event added per mr: chronic salpingitis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), pain in extremity ("bilateral, inner thigh pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, salpingectomy and unilateral oophorectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, dyspareunia, dysgeusia, pain in extremity, vaginal infection, vaginal discharge and fatigue was resolving. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: in 2013, patient underwent a total hysterectomy, salpingectomy and unilateral oophorectomy, during which her uterus, cervix, both fallopian tubes, and one ovary were all removed. Since her removal surgery, patient's symptoms have mostly resolved, though some remain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.